Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer loaded a new cartridge onto the pump and insulin delivery was resumed. The customer's blood glucose level was not impacted.